Event description:
Reporter indicated that vns patient had passed away. Preliminary autopsy results indicate that the patient's death was seizure-related; however, no official cause of death and had been determined. It was reported that the patient experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Treating physician indicated that the vns therapy system was not related to the cause of death.